Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device data indicated that the lead safety switch was previously triggered in (B)(6) 2022 due to atrial pace impedance greater than 2,000 ohms. Noise was also evident on both the atrial and rv channels that was sensed and led to stored episodes of atrial tachy response and non-sustained ventricular tachycardia. Technical services recommended further review of the device system. The pacemaker system remains in service and no adverse patient effects were reported.